Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of o bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was damaged and made a spark during surgery. Upon closer inspection, there seemed to be a burned (small) portion under the grasper on one side. The procedure was completed with no reported injury.